Event description:
Due to supply chain issues a similar nasogastric feeding tube product was used instead of the preferred tube. This tube was inserted without resistance and placement was confirmed in the stomach. Several days later when the patient was extubated, he began to complain of difficulty swallowing. A speech and swallow study picture reveal the nasogastric tube had created a submucosal track in the esophagus all the way to the stomach. The tube was removed uneventfully but could have easily created a perforation. This ng tube has a guidewire for insertion and is a stiffer tube than the one we normally use. Had the patient not complained and the picture not obtained through a swallow study, we would have never know of this event. FDA safety report ID# (B)(4).